Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient wasn't feeling stimulation, so they went to increase, but was unable to increase or decrease stimulation on (B)(6) 2016. The patient's therapy was not on. The patient turned the therapy on and increased stimulation. The patient felt stimulation and the issue was resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.